Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor was fractured. The analyst noted that only distal portion of the lead was returned and thoroughly analyzed. The distal conductor was fractured at 24.5 cm form the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing as sensing integrity counter (sic) was noted. Additionally, the rv lead exhibited undefined high pacing impedance and high thresholds. A fracture of the rv lead was reported. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.